Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Due to patient privacy policies, the explanting facility will not return the explanted device for analysis.

Event description:
It was reported on (B)(6) 2015 that the patient is scheduled for a full replacement. The patient was originally referred for replacement in (B)(6) due to suspected lead fracture. Diagnostic information is not available at this time. It¿s not known if the neurologist observed high lead impedance, or what may have led him to suspect a lead fracture. The patient is in a wheelchair with a restraining strap that is over the implant site, and the physician had some concerns about that. It was noted that the scheduled replacement on (B)(6) 2015 could not be completed due to scarring at the nerve making it too risky of a procedure. The surgeon was going to cut out as much of the lead as he could and seal the patient. Attempts for additional relevant information have been made but have been unsuccessful to date.